Manufacturer narrative:
Device evaluation: the system controller was returned for evaluation following the reported event of driveline fault alarms. The submitted log file and the log file downloaded from the returned controller contained approximately 18 days of data combined (28dec2019 ¿ 15jan2020 per the timestamp). The log files captured driveline fault alarms on 15jan2020 from 03:05:06 until the driveline was disconnected to exchange the system controller (captured at 10:41:25); this alarm is addressed via the pump investigation. There were no other notable alarms active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Incidental findings: dim pump running leds, broken strain relief on white power cable, damage to the cable jacket exposing the shielding on both the black and white power cables, missing software version label, serial number worn off of controller label the returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported driveline fault alarms could not be correlated to an issue with the system controller. No further information was provided. The manufacturer is closing the file on the event.

Event description:
It was reported that patient was getting "driveline fault" on the system controller. Controller was exchanged and alarms cleared.